Event description:
The customer reported via phone call experiencing low blood glucose levels and sensor issues. The customer's blood glucose was 68 mg/dl, but the sensor reading was 217 mg/dl. The customer stated that he awoke to the insulin pump vibrating alarms. He later noted that his blood glucose was 57 mg/dl when the sensor reading was 116 mg/dl. He stated that the continuous glucose monitoring system was too slow in helping him detect his hypoglycemia. He also complained that the earlier sensor readings had woken him up with false low readings, so he got less sleep as well. He declined to troubleshoot the reported change sensor and calibration error alarms. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.